Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the system experienced an issue after the upgrade in which orders were not processing. The technical support specialist (tss) explained that the station did not have any settings or configurations related to this issue, as it was managed by the interface team. The interface team needed to investigate why the server was not receiving messages for the emergency department (ed) station. The tss outlined the standard workflow to the customer and clarified that messages from cpsi were received by the interface team for translation before being sent to the enterprise server (es). If messages were not reaching es, the customer was advised to work with their interface team to verify that the ed stations unit or area was being sent correctly and that all required interface configurations were in place. The technical support specialist (tss) closed the case due to no response received from the customer.

Event description:
It was reported that when using the bd pyxis¿ es server auto verified ER orders did not automatically cross over when the pharmacy activated and verified ed orders in cpsi; the orders did not remain auto verified, and manual pharmacy verification was required for them to appear. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.